Manufacturer narrative:
Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to resolve the occlusion. Customer's blood glucose was 126-144 mg/dl.